Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl8.

Event description:
The customer contacted physio-control to report that their device was displaying a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not charge, in order to defibrillate, when prompted.